Manufacturer narrative:
This is the 1st of 3 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2022-00059, 3011649314-2022-00060.

Event description:
It was reported that an inclusive tapered implant lacked stability. The patient has bone type IV and oral hygiene is noted as excellent. The patient presented on (B)(6) 2021 for primary procedure on tooth #15. On (B)(6) 2022 the patient returned before the second stage surgery with no complaints. Upon examination the provider notes the implant lacked stability and the device was removed.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6092506 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned but not in original package. The device was verified to be an inclusive tapered implant 5.2 mmd x 10 mml x 4.5 mmp (70-1070-imp0016) using radiographic template (gd-437-091015). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed on the implant. Root cause "lack of primary sta:bility" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Also, IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.

Manufacturer narrative:
CAPA 23-006. Manufacturer reference: (B)(4).